Event description:
It was reported that during a cerebral vessel diagnostic procedure, the tip of the diagnostic catheter detached. The arteriovenous malformation (avm) was located in the moderately tortuous and non-calcified left common carotid artery (lcca). The vessel diameter was 6-8mm. As the physician advanced the imager ii diagnostic catheter into the lcca, moderate resistance was encountered. The physician injected contrast media into the lcca, however, the physician noted that there was ¿no flow¿ from the distal tip. The physician realized that the distal 7.5cm of the catheter tip had detached in the lcca. The physician applied ¿thumb¿ pressure on the carotid artery, inserted a snare and successfully retrieved and removed the detached tip. ¿thumb¿ pressure was applied to the groin and the patient was ¿returned to the ward¿. No further complications were noted and the patient¿s status was reported as ¿uneventful¿.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device analysis revealed a kink located in the distal tip section. Analysis of the fracture site indicates that the tip detachment was not a clean cut. Examination of the bonded section between the shaft and the soft tip shows no evidence of an insufficient joint or that the soft tip detached at the end of the shaft prepped section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)

Event description:
It was reported that during a cerebral vessel diagnostic procedure, the tip of the diagnostic catheter detached. The arteriovenous malformation (avm) was located in the moderately tortuous non-calcified left common carotid artery (lcca). The vessel diameter was 6-8mm. As the physical advanced the imager ii diagnostic catheter into the lcca, moderate resistance was encountered. The physician injected contrast media into the lcca, however, the physician noted that there was "no flow" from the distal tip. The physician realized that the distal 7.5cm of the catheter tip had detached in the lcca. The physician applied "thumb" pressure on the carotid artery, inserted a snare and successfully retrieved and removed the detached tip. "Thumb" pressure was applied to the groin and the pt was "returned to the ward". No further complications were noted, and the pt's status was reported as "uneventful".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.